Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This is a customer inquiry received on 09-apr-2025 by olympus china from (B)(6) hospital located in china. The inquiry has been initially received in chinese. According to the reporter, on 09-apr-2025, the following issue occurred: blurry lens. Reportedly, this issue involves the following olympus product: gif-q260j. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; this issue did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator lin liu fluent in english and chinese on 10-apr-2025.

Event description:
It was reported the gastrointestinal videoscope had a blurry lens. This malfunction occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
B5: correction h2: correction.

Manufacturer narrative:
B5: no additional information received from customer. Additional information: d8, d9, h2: device evaluation, h3, h6. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information h2: additional information h4: additional information this report is being supplemented to provide additional information based on the approved final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.